Event description:
Consumer complaint of low blood results. Last results in meter's memory (time and date not set): 87 mg/dl, 141 mg/dl, 143 mg/dl, 126 mg/dl (2 hours after eating). Customer is used to getting results of 170 mg/dl - 220 mg/dl (2 hours after eating). Based on parkes error grid analysis, the bias between the lowest result in memory (87) and the highest normal result (220) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation showed no defect found in the meter. Most likely underlying root cause of malfunction: user's test strips had poor storage, user reused test strip, user had poor fill on test strip.